Manufacturer narrative:
During pta of a 90% occluded lesion of 15mm in length in the right renal artery with moderate calcification and vessel tortuosity, a palmaz genesis was delivered for a direct stenting. However, it was reported that the stent slipped distally during the deployment resulting in placement distal to the intended position. An additional stent was placed at the proximal side fully covering the lesion and the procedure was successfully completed. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
During pta of a 90% occluded lesion of 15mm in length in the right renal artery with moderate calcification and vessel tortuosity, a palmaz genesis (pg1840pmw, 15068923) was delivered for a direct stenting. However, reported the stent slipped distally when it was deployed in the target lesion and therefore, was placed distal to the intended position. Therefore, an additional stent (details unknown) was placed at the proximal side and the procedure was completed without any other problems. The target lesion was fully covered by the stents. There was no adverse event and the patient was in stable condition. .